Manufacturer narrative:
The product has not been received at this time. The serial number for the coaguchek meter is (B)(6). The office's meter serial number is (B)(6). Section e3: occupation is (B)(6).

Event description:
We received an allegation of questionable inr results for (1) patient with a coaguchek xs plus meter at their doctor's office. This MDR is to report the results obtained on the patient's coaguchek xs meter. Refer to the MDR with a1 patient identifier (B)(6) for the report on the patient's coaguchek xs. On (B)(6) 2024 at 7:06am, the patient received results 4.7 inr. On (B)(6) 2024 at 7:12am, the patient received a result of 3.7 inr. On (B)(6) 2024 at 9:45am, the patient received a result of 5.0 inr. On (B)(6) 2024 at 10:00am result at doctor's office using coaguchek xs plus meter of 5.3 inr. The patient¿s therapeutic range was provided 3.0 to 4.0 inr.